Event description:
It was reported that a black oily type of fluid began leaking out of the driver during preparation for a surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The drill was received at the MFR for evaluation, but the device leaking was not confirmed. Based on the investigation detail, the handpiece passed all tests per qip, and no problems were found. Service did a clean, lube, and adjust to the device, and it was returned to the customer.